Event description:
It was reported while advancing the coil in the microcatheter, resistance was felt. The physician attempted to withdraw the coil; however, the coil detached inside the patient. The coil was removed using a snare retrieval device. There was no clinical consequence to the patient.

Event description:
It was reported while advancing the coil in the microcatheter, resistance was felt. The physician attempted to withdraw the coil; however, the coil detached inside the patient. The coil was removed using a snare retrieval device. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis noted that the main coil was not detached via electrolysis. The delivery wire was kinked at 27 cm from the proximal end. The main coil was found to be kinked and stretched. Based on the investigation and the information available, it is probable that repositioning of the device may have caused the coil to prematurely detach. Therefore, a probable cause of operational context has been assigned to this investigation.